Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had to go to the emergency room (ER) with blood glucose (bg) reading at 23 mmol/l (414 mg/dl) with ketones present and that she was not feeling well. The pod's cannula was bent and out of the skin. The patient was able to smell and feel insulin at the site. There was several correctional boluses (exact amount was not provided) but was not able to lower the patient's bg levels. At the hospital she was placed on an intravenous therapy of fluids and was later sent home. The pod was worn between 4 and 24 hours on the abdomen.